Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 11mar2021.

Event description:
The customer reported when taking the ventilator off of a patient, the screen became unresponsive. The user was unable to stop the ventilator from running. The ventilator was in use and being taken off a patient.

Manufacturer narrative:
Upon further review, it was determined that this case was reported in error as it is a duplicate of the event reported in MDR# 2031642-2021-03001. This report is being redacted. Any information that will be received regarding this case will be reported under MDR# 2031642-2021-03001.